Manufacturer narrative:
A review of the (B)(6) analyzer service history identified no contributing factors on or around the date of the complaint. The liquid waste probe did not require replacement but was considered the likely cause for this complaint. A product labeling review of the alinity ci-series operations manual; alinity I service documentation; and alinity I global field service training program participant guide addresses safety hazards including biological and physical hazards, the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. Section 9 of the alinity ci-series operations manual provides removal and replacement instructions for the liquid waste probe and cautions the operator of probe stick hazard and biological risks. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any trend regards to injury. A cross functional team determined the incident was due to a use error in that the ambassador did not follow all required precautions as indicated in the service procedures, specifically probe stick hazards, and not wearing all recommended personal protective equipment (lab coat) while performing service activities involving biological hazards. The injury to the ambassador¿s arm was not caused by any system malfunction. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6) or wash zone probe/liquid waste probe.correction made on section g2 report source to company representative from health professional

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott field representative (fsr) scratched by the waste probe rv wash of wash zone 2 when cleaning process path due to leaking issue on alinity I processing module. The fsr had gloves on but did not wear lab coat at the time of incident. The scratch from waste probe to his arm. The fsr went to emergency room and took tetanus shot. The scratch area disinfected with alcohol and put band aid. The fsr doing ok. There was no patient involvement.